Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-00005. It was reported the pt's peripheral nerve stimulation system (off-label) was explanted due to lack of efficacy. Review of the manufacturer's complaint database found that the pt previously reported a painful bump at the lead site. The status of that issue was not disclosed at the time of system explant. The explanted devices will not be returned for analysis.